Manufacturer narrative:
Follow-up #1 date of submission 10/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, no lines were observed on the display screen. The battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment and on the underside of the battery cap. The pump failed a leak test at the battery compartment. Evidence of moisture corrosion was observed throughout the inside of the pump. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display w/ moist) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.